Event description:
Leakage occurred from above the bifurcation of catheter to a and v limbs. The device was implanted and functioning for 2 yrs.

Manufacturer narrative:
The device involved in the incident was not returned for eval. Attempts to obtain add'l info regarding the incident were unsuccessful. A review of the mfg records was not possible as the lot number of the device was not provided. W/o sufficient info, or an eval of the device involved, we are unable to determine the cause or factors that may have contributed to this event.